Manufacturer narrative:
Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a mast lumbar spinal fusion, the screw on the clamp was stripped and would not function as designed. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.